Event description:
This pt was originally implanted approx 1 yr ago with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, contralateral leg component and 3 aortic extender components. In 2007, this pt presented with abdominal pain to the ER. A computed tomography was taken revealing a type iii endoleak secondary to a disconnect between two aortic extender components which were located within the left common iliac. As reported, this disconnect caused the contralateral leg component and one of the aortic extender components to retract into the aneurysm sac, leaving the other aortic extender component in the left common iliac. The computed tomography also revealed a stable aneurysm and a good seal on the right side. A reintervention was immediately performed by cannulating the contralateral leg component and aortic extender component that were in the sac and putting another contralateral leg component, and aortic extender component in place to secure the devices together. The pt is reportedly doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note, this medwatch was originally reported under medwatch #2017233-2007-00363. Please note attached list of add'l devices implanted and involved in this event; aortic extender components (pxa230300/04407114, pxa2320300/04407113 and pxa260300/04094241).